Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappeared.